Event description:
It was reported that this inflatable penile prosthesis (ipp) wasn't inflating properly. A fluid loss was identified by no liquid in the balloon. The ipp was explanted and replaced. No patient complications reported.